Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between the sg and bg values.the case was escalated to next level support for further assistance. Upon review, it was determined that there was some variability in the user's system. Customer care made multiple attempts to follow up with the user to continue the troubleshooting process, but no response was received and no further assistance could be provided.

Event description:
Sensonics was made aware of an incident in which a user reported discrepancies between the sg and bg values. (B)(6) 2024: · bg: 82 mg/dl / sg: 115 mg/dl, · bg: 77 mg/dl / sg: 106 mg/dl, · bg: 74 mg/dl / sg: 101 mg/dl. The case was escalated to next level support for further assistance.no injury or medical intervention was reported.